Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement greater than 2,000 ohms. The cause of high pli was not determined. At this time, the pacemaker remains in service while the lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.